Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had been hospitalized for high blood glucose levels. The customer states the keypad had intermittent response. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with unresponsive buttons due to an unlocked keypad connector on the lcd board. Unable to perform the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery alarm tests due to unresponsive buttons. The pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip. The pump was received without the belt clip and no physical damage to the belt clip slot was noted.